Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 476 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump did not deliver insulin properly and they were sick for a week. Customer advised their blood glucose was high and they gave themselves a manual injection. Customer was vomiting, had to leave work and treated themselves with an insulin pen. Customer was able to perform and pass the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.